Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that the patient's pump was empty and the "doctors are not willing to fill it." The pump was alarming every 15 minutes "around the clock." The alarm had been going off for "a couple of months." She noted they had tried going through the local pain clinic but they couldn't help. Her managing physician had moved and was no longer seeing patients. The alarm was "driving the patient crazy." The doctor's office wouldn't send anyone to the patient's home to help with the alarm. The caller was redirected to bring their concerns to a doctor. No further complications were reported.